Event description:
Some fluid was coming out from the stryker hand piece up proximally where the drive shaft connects. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).